Manufacturer narrative:
The pump was returned for low battery alarm and power error confirmed in the long trace. The detailed trace analysis confirmed the pump alarmed low battery and then alarm power error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with minor scratched lcd window, cracked battery tube threads and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with low battery alarm less than one week. No further information provided.